Event description:
Info received indicates when the brakes are engaged, the casters would continue to swivel.

Manufacturer narrative:
The technician found that the casters were out of adjustment. He adjusted the casters and the brakes functioned properly.